Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced 'the secondary infusion did not infuse any volume, as noted the bag was full.' The infusion was programmed to deliver at a rate of 144 ml/hr from a 250 cc bag. This occurred during patient therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.